Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent. The breach in aseptic technique was further described as touch contamination. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with fortaz, 2 grams, intraperitoneally (ip) and vancomycin, 1 gram, ip (frequencies were not reported). Three days after the onset date, the vancomycin treatment was changed to 1.5 grams, delivered ip on that same day, again 3 days later, 1 day later, 2 days later, 3 days later, and again 3 days later. The outcome of the peritonitis was not reported. Post peritonitis home visits were conducted twenty days after the onset date and again six days later, during which the patient¿s pd skills were evaluated. It was reported that the patient¿s home was not clean, the bed sheets did not appear to be laundered, there was a foul smell in the home, and the patient¿s hygiene was poor. The patient¿s pd belt (used to keep the catheter anchored) appeared dirty as well. On an unreported date, the patient was educated on cleanliness, maintaining asepsis, and good personal hygiene. It was not reported if pd therapy was ongoing. No additional information is available.